Manufacturer narrative:
Summary of the investigation: the manufacturing process of the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Review of the patient files confirmed the reported electrical issues (oversensing/ non-physiological signals). Upon initial inspection, an abrasion was identified on the external insulation of the lead, located at 8 cm from the distal part (screw housing). The location of the abrasion suggests that it is most likely attributable to friction with tricuspid valve. Analysis of the returned lead (vega) revealed electrical impedances values on the lead body and distal part lower than expected and suggestive of an insulation failure between the two electrical lines (inner and outer coil). By removing the internal insulation tube of the lead, an alteration was observed. Based on available information, the observation with the return lead can explain the reported electrical issues. The investigation results are retained and utilized for trending purposes. For more details, please refer to the attached report analysis

Event description:
Reportedly, aa reintervention was performed on (B)(6) 2024 to explant rv vega r58 lead sn: (B)(6). Following remote monitoring, a non-physiological noise was observed in the rv lead recorded egm and after checking during in-clinic follow-up and performing a chest x-ray and seeing no apparent damage to the lead, it was decided to review it in the operating room on (B)(6)2024, with the possibility of explanting the lead and implanting a new one. During the reintervention as the impedance of the vega r58 sn: (B)(6) lead was abnormally low even though it was within the range, it was decided to implant a new vega r58 sn: (B)(6) lead without complications.

Event description:
Reportedly, aa reintervention was performed on (B)(6) 2024 to explant rv vega r58 lead sn: (B)(6). Following remote monitoring, a non-physiological noise was observed in the rv lead recorded egm and after checking during in-clinic follow-up and performing a chest x-ray and seeing no apparent damage to the lead, it was decided to review it in the operating room on (B)(6) 2024, with the possibility of explanting the lead and implanting a new one. During the reintervention as the impedance of the vega r58 sn: (B)(6) lead was abnormally low even though it was within the range, it was decided to implant a new vega r58 sn: (B)(6) lead without complications.